Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation and an on-site evaluation was not performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The complaint investigation found objective evidence indicating a product problem, thus the complaint is confirmed.

Event description:
A user facility¿s biomedical technician (bmt) called fresenius technical support to report that 2008t hemodialysis (hd) machine would not connect the crit-line during power up due to a failed function board. During repair, the bmt found a burned integrated circuit (ic) on the function board. Upon follow up, the bmt said that a patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The function board was the original fresenius part on the machine. The bmt reported that there was no melting, burning smell, smoke, spark, flame, or arcing observed. The bmt reported that the machine has not had any past problems with failing the electrical leakage test and that there was no damage observed to any other components. The machine hours were unknown. It is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The bmt replaced the function board, which resolved the issue. The bmt reported that the machine has been returned to service without issue. The function board was discarded.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s biomedical technician (bmt) called fresenius technical support to report that 2008t hemodialysis (hd) machine would not connect the crit-line during power up due to a failed function board. During repair, the bmt found a burned integrated circuit (ic) on the function board. Upon follow up, the bmt said that a patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The function board was the original fresenius part on the machine. The bmt reported that there was no melting, burning smell, smoke, spark, flame, or arcing observed. The bmt reported that the machine has not had any past problems with failing the electrical leakage test and that there was no damage observed to any other components. The machine hours were unknown. It is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The bmt replaced the function board, which resolved the issue. The bmt reported that the machine has been returned to service without issue. The function board was discarded.